Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient was unable to pair their sensor to the device. When instructed to review the continuous glucose monitoring menu, the patient stated that no sensor information was displayed and all fields showed ¿n/a.¿ the patient was guided to toggle between sensor options and then reattempt sensor pairing. After repeating the pairing process, the device displayed the sensor as pairing and listed the serial number. The patient reported that blood glucose levels were affected but did not have their blood glucose meter available while at the hospital with a family member. The patient later contacted support again and confirmed they were using a g7 sensor. The agent instructed the patient to restart the device and re-enter the sensor code after toggling between sensor options. The device showed ¿pairing with sensor,¿ and the patient was advised to allow additional time for the connection to establish and to manually enter a blood glucose value as needed. The patient agreed to place a new sensor if the connection did not resolve and to call back if further assistance was required. The patient reported that blood glucose levels were affected, with a high of 225 mg/dl for approximately thirty minutes. The patient did not use backup therapy, did not perform ketone testing, and reported no recent steroid injections, no professional medical intervention, no additional assistance, and no immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.